Event description:
It was reported that the patient presented to the emergency room symptomatic without any ventricular rhythm showing on the surface ECG. There was no ventricular pacing due to oversensing on the ventricular lead. The pulse generator was programmed to doo mode and the patient will be monitored.